Manufacturer narrative:
The device was returned to olympus for inspection. Olympus confirmed foreign material was present on and in the device, since the user conducted reprocessing in accordance with IFU or not was unknown from the provided information, we could not specify the type of the material or root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the bending section, in the nozzle, boot cover, tip cover, and in the universal cord. There was no patient involvement.